Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient recently had a fall and had not noticed the ¿device kick in¿. The patient reported that when they checked their setting with the remote to make sure it was still working, they noticed that the pulses were more anal than vaginal. The patient inquired if it was possible if the sensor had moved. The patient was advised to contact their healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.